Event description:
It was reported the resectoscope experienced broken electrodes. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The issue was identified during a therapeutic fibroids removal from the uterus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated field: b5 corrected field: d2a - common device name the device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.